Manufacturer narrative:
This report is filed may 30, 2014.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma and the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device currently unavailalbe.